Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that (2) ar-1588btb-ib tightropes wire broke. This occurred during an acl reconstruction with graftlink when the wire was being pulled through the wire and being pulled through and broke. This occurred with both devices. The devices were cut out of the graft, and the case continued using an ar-1588btb. The case was delayed about 15-20 minutes, and additional anesthesia was not required.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, excessive force used during suture passing/tightening /tensioning, incorrect surgical technique, or the device coming into contact with another device during use.